Manufacturer narrative:
The hillrom technician investigated the lift strap and concluded the strap had broken at a seam. A yearly periodic inspection of the multirall lift is required. The periodic inspection instructions for liko overhead lifts (3en191001, rev. 2) state under section 10: make sure the lift strap is not older than 5 years, according to service history. If service history not is available, the recommendation is to replace the lift strap if the lift is 5 years or older. Using the hand control, lower the strap to its maximum extension. Inspect the strap for frayed edges, heavy wrinkles or wear-through areas. Make sure the plastic cover is not damaged and the screws are properly fastened. Verify that the sling bar attachment is secure on strap. Make sure there are no deformities in the slingbar attachment (a). Hillrom has not performed any maintenance on this lift and it is unknown if the facility performed its own maintenance. The instructions for use for the multirall lift (7en125103, rev. 13) state: before lifting, always make sure that: the lift strap is not twisted or worn and can move in and out of the lift freely. The lifting accessories are not damaged. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The lifting accessories are properly attached to the lift. The lifting accessories hang vertically and can move freely. If these instructions were followed, the likelihood for a lift strap breaking under a lift is remote. The hillrom technician replaced the broken lift strap and performed load tests on the lift. The lift and lift strap functioned as designed. Based on this, no further action is required.

Event description:
Hillrom received a report from the account stating the lift strap broke when lifting a patient, causing the patient to fall on the bed beneath them. There was no patient or user injury reported. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).